Manufacturer narrative:
Product event summary: (B)(4): the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing/oversensing: 4-ventricular nst<(><<)>=210 ms between (B)(6) 2012. Impedance/high impedance: 4 - patient alert for oot subthreshold lead impedance between (B)(6) 2012. Weekly pace lead trend data shows an abrupt increase for maxrv pace= 736 to 3280 ohms peak between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, and an apparent fracture. Additionally, the device exhibited early battery depletion. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, and an apparent fracture. Additionally, the device exhibited early battery depletion. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.